Event description:
This report summarize three malfunctions. The information reviewed indicated that model dr4064 pta balloon dilatation catheter allegedly experienced material rupture. The information was received from various sources. The malfunctions involved patients with no reported consequences. Patient information was not provided.

Manufacturer narrative:
H10: the lot number was provided for the three malfunctions and lot history reviews were performed. Of the three malfunctions, two devices were returned for evaluation and the investigation was confirmed for leak and break. The investigation for the other one malfunction is inconclusive as the device was not returned. A definitive root cause could not be determined. The devices are labeled for single use. H10: g4. H11: g1, h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided for the three malfunctions and lot history reviews were performed. Of the three malfunctions, one device was returned for evaluation and the investigation is currently underway. The investigation for the other two malfunction is inconclusive as the device were not returned. A root cause could not be determined. The devices are labeled for single use.

Event description:
This report summarize three malfunction. The information reviewed indicated that model dr4064 pta balloon dilatation catheter allegedly experienced material rupture. The information was received from various sources. The malfunctions involved patients with no reported consequences. Patient information was not provided.